Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device provided an inappropriate shock when tested, stating "that the 360 joule output test was 390 joules". In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted physio-control to report that their device provided an inappropriate shock when tested, stating "that the 360 joule output test was 390 joules". In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer